Manufacturer narrative:
The insulin pump power up properly after battery installation. Device received with operating currents within specifics. No unexpected weak battery alarms noted. The insulin pump was received with unresponsive up arrow button due to corroded keypad traces. No button error alarms or display ramping on its own anomaly noted. The device was received with cracked case at display window corners, display window and reservoir tube. Device was received with broken reservoir tube lip and battery tube threads. The device was received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and no delivery alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.